Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system explant due to infection. Electrocautery was used to open the pocket. The device had been programmed to electrocautery protection due to the patient being pacer dependent. It was reported the device stopped pacing when it was pulled from the pocket. The device was then placed back in the pocket to establish pacing. At the end of the procedure, it was found the device had reverted to safety core. There were no additional adverse effects reported.

Manufacturer narrative:
It was reported the device was sent to pathology and may be returned once the device is done being reviewed. Should additional information become available, this report will be updated.